Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 5. Two clips were implanted, reducing tr to a grade of 2-3. It was noted that the pressure gradient was not abnormal, although an exact value was not provided. The patient returned to the hospital the week of (B)(6) 2025 with tricuspid stenosis. The two implanted clips remained stable and no tissue damage was observed. On an estimated date of (B)(6) 2025, the patient expired. In the physician's opinion, the triclips and the triclip procedure did not cause or contributed to the patient's death. It was attributed to heart failure and kidney disease.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported tricuspid stenosis was likely due to progression of disease. The reported unrelated death was due to patient condition. The reported patient effect of tricuspid stenosis, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.